Manufacturer narrative:
Investigation summary: the event product was returned with a rubber fragment for evaluation. Engineering confirmed the complainant's experience; the septum, one of the parts of the seal, was fragmented. Engineering reassembled the septum fragments and noted that no portion of the seal was missing. No damage was observed on the other parts of the seal. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to damage caused by instruments used in the procedure. As stated in the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report represents the initial and final report.

Event description:
Thoracic - "I was contacted by [inventory manager's name] who is the inventory manager in the or. The incident happened within the past week with [the doctor] in some sort of thoracic case. During the case the inner rubber seal popped off and fell into the patient. The seal had to be found but was removed with no injury to the patient. [The inventory manager] did not have any specific details on what instruments were being used and what was specifically going on when this happened. I attempted to speak with [the doctor] and the scrub tech but neither was available to speak with me. [The inventory manager] had the trocar in a bag in his office and it has not been cleaned. I will work on getting additional information from [the doctor] and the staff about the case. How do I handle sending back the contaminated trocar?" Type of intervention: seal was found and removed. Patient status: no injury.